Event description:
It was reported that the patient presented in clinic for a follow up. It was discovered that there was a pocket infection. The physician opted for a full system explant. The patient was in stable condition.